Event description:
It was reported that, during a shoulder repair procedure, the twinfix ultra suture anchor broke inside the patient. Broken pieces were removed from the patient using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported. Current health status of the patient is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder repair procedure, the twinfix ultra suture anchor broke inside the patient. Broken pieces were removed from the patient using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported. Current health status of the patient is good.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that t he storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with an anchor that fractured at the suture window. No suture material was returned. There is debris on the device and the anchor fragments. A review of the customer provided image finds the insertion device with the returned portion of the anchor but no suture material on a product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports, the breakage of a suture anchor inside the patient. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The procedure was reportedly completed with a 0 to 30 minutes procedural delay using a smith and nephew backup device in originally drill bone hole. The patient impact beyond the reported is not anticipated as the broken pieces were retrieved using tweezers and the patient¿s current health status is good. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.